Manufacturer narrative:
This report is submitted on november 27, 2019.

Event description:
Per the clinic, the patient experienced pain at the implant site which was treated with an oral antibiotic. The implant remains in-situ.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with another device during the same surgery. This report is submitted 10 february 2020.

Manufacturer narrative:
The device analysis report is attached. His report is submitted on march 31, 2020. (B)(4).